Event description:
During an in clinic follow up, the device was found to be in back up mode. The device was attempted to be interrogated using inductive telemetry, however, was unable to establish a connection. Premature battery depletion was suspected. Technical support was contacted and suggested reprogramming or replacement of the device to resolve the event. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, interrogation problem and backup mode were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.